Manufacturer narrative:
According to different tests, after cleaning, the valve passed the setting test successfully and met the design specifications. Requirements. The implantation depth was over the acceptable limit of the valve. No corrective action done: the instructions for use precise that the valve must be implanted so that the distance between the valve and the skin surface does not exceed 8 mm; otherwise, the rotor may not be influenced by the adjustment instrument, thereby preventing any adjustment procedure.

Event description:
This polaris adjustable pressure valve was implanted to a pt, set at 110 mmh2o. The implantation depth was about 9 to 10 mm from the skin. Because of over drainage, the neurosurgeon tried to change in vain the pressure to 150 mmh2o. After several attempts, the pressure had been changed at 70 mmh2o, the rotor did not move to high pressures. So, the valve was explanted five days later and revised by another valve. After explantion, it was possible to change pressure from 30 mmh2o to 110 mmh2o by putting magnet directly on the valve.